Manufacturer narrative:
Additional product codes: hwc. Complainant part is not expected to be returned for manufacturer review. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was discarded per reporter. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hardware removal procedure due to pain. There were (1) locking compression plate (lcp) tubular plate with collar, one (1) variable angle lcp medial distal tibia plate, seven (7) cortex screws, two (2) locking screws with stardrive and five (5) variable angle locking screws with t8 stardrive were removed. The hardware was implanted on an unknown date. During the procedure the five (5) variable angle locking screws broke. The broken screws were fully removed. The bone was healed and no additional hardware was placed. The surgery was successfully completed with no surgical delay. The patient outcome is unknown. The linked complaint (B)(4) for the additional six devices this complaint involves ten 10 of the 16 devices. This complaint is for one 2.7mm va lckng screw slf-tpng with t8 stardrive recess 32mm this report is 9 of 10 for (B)(4).